Event description:
It was reported that the deep brain stimulation (dbs) patient experienced bradykinesia symptoms and high impedance readings were discovered on multiple contacts. Therefore, the patient underwent a revision procedure wherein both lead extensions were explanted and replaced during the procedure. The patient has fully recovered postoperatively. The explanted lead extensions will not be returned because the patient did not provide consent for the return.

Manufacturer narrative:
Block b3: exact date unknown, event occurred on (B)(6) 2022. Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 20609616.